Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during post-operation follow-up, patient presented with a right ventricular lead that was dislodged indicated by high threshold and low sensing. Dislodgement was confirmed by x-ray. Lead was repositioned on march 22, 2019. Patient was stable and recovering.